Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited right atrial (ra) and right ventricular (rv) lead noise that was being oversensed which resulted in pacing inhibition. The patient was evaluated in the clinic and the noise was not able to re-produced with pocket manipulations however, when isometrics was performed the noise was re-produced. Technical services (ts) provided programming options. Again, the patient was evaluated in the clinic and this time the noise could be recreated with isometrics and pocket manipulations. Ts recommended getting chest x-rays and programming options are limited. At this time, the system remains in service. No additional adverse patient effects were reported.